Event description:
Our MDR - after an implantation time of about 11 months, sensing disturbances were reported and the ICD was at eri. Implant date for this lead was not available. Lexos vr-t, (B) (4), MDR 1028232-2009-01304.

Manufacturer narrative:
Ous MDR - during the analysis of the lead, fraying of the outer insulation, 12 cm distal of the connector pin was noted. This damage manifestation is, with high probability, to be regarded as the cause for the clinical complaint. Fraying of the outer insulation requires an excessive mechanical load of the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing. X-rays or diagnostic images of any other kind that could provide info on the positional relationships of the implanted system in the body were not available for analysis.